Event description:
It was reported the patient fell on their back and shortly afterwards at a routine device check, the physician noted a sudden increase in atrial pacing thresholds. A chest x-ray showed no dislodgement at that time. At the patient's most recent check-up, it was noted at maximum output that atrial capture was intermittent. The atrial pacing was reduced and the ra lead was later revised and remains in use. A dislodgement was confirmed at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).